Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. During the procedure, the spring in the handle popped out and therefore unable to deploy the clip. The procedure was completed with another of the same device. There were no patient complications or adverse events reported as a result of this event.